Manufacturer narrative:
The device eval has not yet been received. Should the eval become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA indicating that the device experienced a "vent inop" state. Info received indicated there was no pt involvement. The date of the event was not provided.